Manufacturer narrative:
Retention and returned devices for the reported lot were tested with qc cut-off standard, and medium positive standard (100 miu/ml). All devices were read at 3 minutes and yielded expected positive results. Manufacturing batch records of the final-product, relevant product components, and quality control release data were reviewed. No relevant non-conformances, deviations, or abnormalities were found. All quality control specifications were met. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. Retention and returned products performed as expected during in-house testing and could not replicate the reported complaint. Per the package insert, this test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated. Complaints are tracked and trended on a monthly basis. Correction: d4- UDI complete number- (B)(4).

Manufacturer narrative:
Information pending the completion of the investigation.

Event description:
It was reported that a (B)(6) year old patient presented to the facility on (B)(6) 2019 to confirm positive results x 2 with at home pregnancy tests. A negative urine result was observed x 2 when administering the hcg urine cassette test. On the same day, the confirmatory blood work result was a beta quant of 365 miu/ml. Blood work was redrawn on (B)(6) 2019 and the beta quant was doubled. An ultrasound was performed on (B)(6) 2019 confirming pregnancy. No adverse event happened due to the questionable result of the hcg cassette. Troubleshooting was discussed including technique, storage and handling. Deviations were noted that there were no testings of the control to verify the integrity of the kit and a timer was not used.

Manufacturer narrative:
Retention devices for the reported lot were tested with qc cut-off standard, and medium positive standard (100 miu/ml). All devices were read at 3 minutes and yielded expected positive results. Manufacturing batch records of the final-product, relevant product components, and quality control release data were reviewed. No relevant non-conformances, deviations, or abnormalities were found. All quality control specifications were met. Retention products performed as expected during in-house testing and could not replicate the reported complaint. Per the package insert, this test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated. Complaints are tracked and trended on a monthly basis.